Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified spine surgical procedure, it was observed that the motor device was making a funny noise and was very gritty. There was a five minute delay to the surgical procedure. A spare device was available to continue the surgery. There was patient involvement reported. It was reported that the patient was fine and there was no adverse event to patient or user. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable/cord was damaged. It was further determined that the pump hit when plugging, the motor and steering were defective, and there was liquid damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper processing, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.